Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the touchscreen display was reportedly damaged. The customer declined to provide additional information regarding the issues and declined follow up contact from tandem technical support.